Event description:
Account alleged the foot section fell off the bed while transporting a pt.

Manufacturer narrative:
The field investigation indicated the foot section functioned properly. According to the information provided, the bed hit a door, which caused the foot section to fall off.